Manufacturer narrative:
Continued e1 additional email: (B)(6). Continued d4 catalog number: 231341c (reported number does not populate) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "keller funnel was not lubricated, implants would get stuck and not slide through even with added lubrication".

Event description:
Healthcare professional reported "keller funnel was not lubricated, implants would get stuck and not slide through even with added lubrication". This record is for an unknown side. The device did make contact with the patient.